Event description:
It was reported that left lead movement was suspected during the trial. See manufacturing report # 3004209178-2014-21800. Interventions and patient outcome were not given for this event. Follow up is being conducted to obtain this information. A supplemental will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).